Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
A ventilator was reported with failing pressure transducer test during pre-use check. A service engineer replaced a pressure transducer printed circuit board (pcb) and two expired batteries. The ventilator passed the pre-use check and was returned for clinical use. The faulty pcb was not returned but logs were sent back for investigation. The returned logs showed that expiratory valve test failed which made the pressure transducer test sequence to fail. Recommended action is to change the expiratory channel pcb. The reported issue could be confirmed in the logs, starting on (B)(6) 2021. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The reported fail in pre-use checks was confirmed in the returned logs. Since no goods was sent back, the root cause cannot be determined.

Event description:
It was reported that the ventilator failed pressure transducer and battery switch tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).